Event description:
Per the clinic, the patient experienced recurrent cellulitis at abutment site (specific date not reported). Subsequently, the patient underwent revision surgery on (B)(6) 2021 in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system.